Manufacturer narrative:
(Device mfg date) has been updated based on the DHR attachment. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer reported receiving "lo" (readings less than 40 mg/dl) and experienced blurred vision. On (B)(6) 2019, she went to the ER where an unspecified reading was obtained on the hcp meter, and she was diagnosed with hyperglycemia. The customer was administered insulin (dose/type unknown) as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer reported receiving "lo" (readings less than 40 mg/dl) and experienced blurred vision. On (B)(6) 2019, she went to the emergency room (ER) where an unspecified reading was obtained on the hcp meter, and she was diagnosed with hyperglycemia. The customer was administered insulin (dose/type unknown) as treatment. There was no report of death or permanent impairment associated with this event.